Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box showed reboots. Contrary to the original complaint a visual inspection found, the battery compartment was cracked below the bumper pad. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. A test cap was used for testing. The pump was exercised for 24 hours and no further power issues occurred. The pump was opened to find moisture damage on the printed circuit board. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.